Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
During a pacemaker replacement procedure, the subject device was connected to the pacing leads without difficulty. Capture failure was subsequently identified. The physician disconnected the device from the leads without difficulties and psa measurements on the leads were normal. Reconnection of the subject device yielded again capture failure. This was again repeated two more time with the same results, so another pacemaker was implanted instead.